Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the balloon burst." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that " the balloon burst". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one actual sample was received. Visual examination conducted on actual samples and observed that there was no abnormality or design irregularity observed on the returned sample other than balloon burst. Close examination under high magnification lens revealed that there is scratch mark on the balloon surface. It appeared most likely that the balloons had been in contacted with hard or sharp object from outside that cause the balloon to burst. Functional inspection could not be conducted as physical sample received with burst balloon. The device history record was reviewed, and no issue related to complaint was noted. The device was manufactured according to release specification. Customer complaint cannot be verified as manufacturing related caused due to the undetermined source of cause for the issue. Unable to determine the actual root cause from the sample received. Complaint was not confirmed as manufacturing related. Based on the investigation, burst balloon on the returned sample could have been caused by the contact of hard and sharp object during use that leaving scratch marks on the balloon surface, thus weaken the thin balloon membrane and caused it to burst. This complaint could not be verified as manufacturing related." Teleflex will continue to monitor and trend for reports of this nature.